Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's father reported that the customer was hospitalized for diabetic ketoacidosis, with a blood glucose reading of 439 mg/dl. The customer had large ketones and was vomiting. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but the customer didn't have the tubing clamp for the high pressure test. Nothing further was reported.